Manufacturer narrative:
Event date is estimated. Results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00670. It was reported that the patient was not receiving adequate therapy and had high impedances on several contacts of both leads. As a result, surgical intervention occurred on (B)(6) 2022 and the leads were explanted and replaced. The patient has effective therapy post operatively.